Manufacturer narrative:
Evaluation summary: it was caused due to a fluid damage at the loosened insertion flexible tube (ift) as it was applied twisting and/or an excessive force repeatably during use. In addition, we confirmed that the bending rubber leak and the side body cover leak; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow. Bending rubber due to leak. Insertion flexible tube (ift) due to looseness. Side body cover due to leak. This report is being filed as part of the pentax backlog management plan.

Event description:
Ift is loosened and leaky. This event occurred at the time of during inspection. There was no report of patient harm.